Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. The blown fuses were replaced and the compressor returned to clinical use. No parts were receieved for further investigation but the cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The exact root cause in this case has not been determined.

Event description:
Manufacturer ref.#: 232516

Event description:
It was reported that the compressor stopped working. There was no patient harm. Manufacturer ref.#: (B)(4).